Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. No damage on the battery cap noted. The test reservoir fits and removes properly in the reservoir compartment noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms due to infusion set cap not fitting properly on reservoir. It was reported that issue had occurred since receipt of insulin pump in 2012. It was reported that customer was hospitalized due to issue. It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 120 mg/dl, but had been 40 mg/dl that day. Customer had symptom of vomiting, diarrhea, and stomach. Customer was hospitalized due to low blood glucose. Customer was treated with anti-nausea and anti-diarrhea medication. Customer was wearing insulin pump at the time of hospitalization. Customer stopped wearing insulin pump due to no delivery and reverted to manual injection. Customer reported that battery cap was stripped and was not able to remove it with any object. Insulin pump would be replaced due to customer's request.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.